Event description:
It was reported that when the patient presented for a normal follow-up, externalized conductors were observed via fluoroscopy. No other anomalies were found. Lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.